Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that battery voltage measurement was measured at 2.59v upon initial interrogation. Subsequently, when the save to disk (std) file was created, it was measured at 2.71v. The device is still in use. No patient complications have been reported as a result of this event.